Event description:
The customer reported imprecise quality control fluid results using vitros amon slides on their vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not process pt samples while quality control results were unacceptable. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that quality control results for multiple assays, including amon, were affected. The customer replaced the sample metering proboscis, per vitros 5,1 as needed maintenance procedures, returning the vitros 5,1 to expected operation. The root cause of this event is instrument related.